Event description:
Ed resus bay: new braun IV catheters: new catheters were ineffective for IV placement on patient. Multiple attempts had to be made by experienced and competent staff in a resuscitation event. IV access was ultimately obtained by ultrasound guided placement by a provider. Delay in patient care due to IV access issues.